Event description:
It was reported that unspecified bd¿ q-syte was damaged. This was discovered during use. The following information was provided by the initial reporter: the customer reported problems with a few q-sytes. They did not provide more details, so it will be clarified with the customer.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer reviewed the provided photos and observed that a small portion of the septum top disk was pushed inside of the top body in one photo. No other defects were observed. Based off the provided photos the engineer was able to verify the defect of septum pushed into adapter. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ q-syte was damaged. This was discovered during use. The following information was provided by the initial reporter: the customer reported problems with a few q-sytes. They did not provide more details, so it will be clarified with the customer.